Event description:
A malfunction alarm was reported, specifically malf 12, which was resettable. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, and the customer successfully reset the malfunction code without it recurring. The customer was advised to continue using the pump and to contact support if any further issues arise.